Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, completed the necessary steps to ensure proper insulin flow, which included disconnecting the tubing, replacing it, and performing the fill tubing step again, eventually resuming normal insulin delivery.